Event description:
Paramedics used the device to administer external pacing to a patient (details not reported). The device allegedly stopped pacing whenever it was moved or bumped. Pacing was restarted each time. The patient's outcome was not reported.